Event description:
Pt had implants (3rd set) placed in 1986. Experienced contracture pain and significant silicone adenopathy necessitating removal. Upon removal left implant intact right implant ruptured.